Manufacturer narrative:
Manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with a driveline fault and came to the emergency department for evaluation. The patient has a history of an internal driveline splicing (2916596-2023-08653). The log files were submitted for review. It appeared that the event log file recorded a driveline power fault a on 17feb2026. The motor function was not affected by this event. The x-ray was submitted. The alarm resolved by doing a modular cable and system controller change. The patient was observed in intensive care unit (ICU) overnight with no other alarms. They attached pictures of modular cable connection site and old modular cable. No corrosion was noted. The patient was provided with now back up system controller as well. The log files were submitted, and it captured the modular cable and system controller exchange. The driveline power fault resolved. The pump cable connector appeared to not have any corrosion on it.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was returned for evaluation due to the reported event of a driveline power fault alarm. The system controller was functionally tested and was found to perform as intended. The cause of the reported alarm was isolated to an issue with the returned modular cable (evaluated separately), and the root cause of the reported event was unable to be correlated to an issue with the system controller. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.